Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with the insulin pump trying to change the settings. Customer stated that it is not filling the tubing and last time the insulin was squirting out when he was priming the pump. Customer stated that he was receiving a compromised force sensor system alarm. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that it goes to 30 units and says max. No insulin is coming out and customer stated that he puts 270 units of insulin. Customer also received a motor error alarm on june 2. Customer stated that the alarm occurred while he was driving. Customer's blood glucose was probably 120 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart and displacement tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the prime, occlusion, excessive no delivery or verify the compromised force sensor system alarms due to the motor error alarms. The motor was tested outside the device and it passed. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.